Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor adapter was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to display an image. No report of patient injury.